Event description:
It was reported that the atrial lead had high impedance. The right ventricular lead showed oversensing and false episodes, possibly due to a conductor fracture. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial 5534 lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full 5034 lead was returned in segments, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer insulation was pulled apart due to overstress, all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.